Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient died. During an ablation procedure to treat a paroxysmal atrial fibrillation (paf) and a right atrial flutter (afl), a farawave catheter and a blazer catheter were selected for use. The procedure was performed conventionally on tuesday april 1st; the patient was under general anesthesia and act was greater than 300 seconds. The physician ablated all 4 veins, no pulmonary vein isolation+. No complications occurred during the procedure. However, post procedure, the patient was admitted to the emergency department on thursday, april 3rd. He was in a coma on friday, april 4th, and died on saturday, april 5th from a cerebral hemorrhage (diagnosed with an MRI). The patient was young (59 years old), had no comorbid factors, and died 4 days after the operation. No autopsy was performed and no direct cause to the procedure nor device can be established. Devices are not expected to be returned as they were disposed. Moreover, it was informed that the patient was not on doac or coumadin before the procedure. Anticoagulation was interrupted 12 hours before the procedure. The patient did not have a history of hypertension. According to the doctor, the brain MRI did not show a stroke, but only a cerebral hemorrhage; it was a pure hemorrhagic stroke.